Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However, the insulin pump had no button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated that she was unable to shut off the alarm due to the buttons being non-responsive. The customer's blood glucose level was 300 mg/dl. Insulin pump will need to be replaced. No additional information provided.